Event description:
The lens was removed and replaced 10 months post operative due to the patient's complaint of halos and glare, a known and labeled possible side effect of multifocal lens implantation.

Manufacturer narrative:
The device was not returned for analysis. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.